Event description:
It was stated that the customer¿s blood glucose levels dropped to 64, then 60 mg/dl for no apparent reason. The customer¿s husband tried to get the customer to drink soda, but she only drank a small amount. The husband stated that he would be taking her to the emergency room. The customer later called for troubleshooting, but the insulin pump kept giving error alarms. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.